Manufacturer narrative:
The reported event of shorted output stage detection was confirmed. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the event was due to electrocautery.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with an implantable cardioverter defibrillator that delivered inadequate therapy. A new device and azygos coil were implanted. During the procedure, it was noted that the new device delivered an inappropriate shock due to over-sensed cautery. It was noted that the device could have possible high voltage damage. The device was explanted and replaced. The patient was stable.